Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a lateral inaccuracy. Trouble-shooting did not resolve the issue. Patient scan was done at an offsite diagnostic imaging facility. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation of the system logs found that there appeared to be substantial loose skin on the patient's face during the registration method used by the surgeon. The patient was not an ideal candidate for this registration method. The software functioned as designed.

Manufacturer narrative:
Software investigation not completed at time of this report.